Event description:
Information received from the field notes that the patient called the clinic after having a magnet problem with the transtelephonic monitor. The patient also reported having a presyncopal episode the previous month. During a clinical visit, no pacing function or communicaiton was observed.